Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pacemaker system implant procedure, a new pacemaker lead was opened from the packaging. The physician stated that the lead's distal tip looked bent. The physician removed the stylet and inserted a straight stylet into the lead. The physician thought the lead still looked bent with or without the stylet. A different pacemaker lead was used to complete the procedure. The defective lead never went in the patient's body.

Manufacturer narrative:
Final analysis revealed that the complete lead was received measuring at 52.0 cm. The report of bent distal tip was not confirmed and all other analyses were normal. No anomalies were found.